Manufacturer narrative:
A2): patient age and dob is unk a3a): patient sex is unk a3b): patient gender is unk a4): patient weight is unk b6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. D9/g3): the elca device was returned on 07jan2025 and evaluated on 10jan2025. H3): visual inspection found missing fibers, missing epoxy, and charring at the distal tip, resulting in sharp edges. During functional testing, the elca was connected to a laboratory cvx-300 system, calibrated successfully and ran at high energy. H6): based on the device evaluation, the reported complaint of an error message could not be replicated. Additionally, the probable cause of the damaged distal tip could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a plaque in the right coronary artery (rca). A spectranetics elca coronary laser atherectomy catheter was used to treat the patient. During use, the catheter gave an error two to three seconds after laser exposure. A new catheter was used to complete the procedure. No patient injury reported. Upon completion of the elca device evaluation on 10jan2025, visual inspection found sharp edges at the distal tip. This report captures the elca with sharp edges at the distal tip, potential for harm.